Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. The control panel and power switch were replaced as a precaution. Subsequent functional verification testing was completed without issues and the unit was returned to service. The replaced control panel was sent to livanova (B)(4) for further evaluation. During the investigation, no failure was identified. The device worked according the specification. As the issue could not be reproduced, a root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a display of the s5 mast roller pump went black during procedure. A pump restart did not solve the problem, so the whole heart-lung machine was restarted, which corrected the issue. There was no report of patient injury.